Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: device history review indicated all devices accepted into final stock met specifications. Device evaluation could not be performed as no items were returned. Complaint history review indicated there have been no other similar complaints for this reported lot. Conclusion: the exact root cause of the reported event could not be determined as no device and/or insufficient information was received.

Event description:
It is reported that; patient had a large void in the humerus. The surgeon put the product in to fill the void and help form new bone. Our plate was put in as well. Roughly 3 months later patient formed a blister, possible bone graft formed blister. No infection found. As: on (B)(6) 2015 sales rep reported, "no complications with the surgery. Patient is doing very well now. Patient has parosteal osteosarcoma. No other complications. No revisions planned. The surgeon isn't concerned about the plate and screws being a cause. This was resolved with a wash out and a culture was done. The results showed there wasn't an infection.

Event description:
It is reported that; patient had a large void in the humerus. The surgeon put vitoss to fill the void and help form new bone. Our proximal humeral plate was put in as well. Roughly 3 months later patient formed a blister, possible bone graft formed blister. No infection found as: on 12-nov-2015 sales rep reported, "no complications with the surgery. Patient is doing very well now. Patient has parosteal osteosarcoma. No other complications. No revisions planned. The surgeon isn't concerned about the plate and screws being a cause. This was resolved with a wash out and a culture was done. The results showed there wasn't an infection.